Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant had a case start issue which prompted the team to replace the pump. The team had easy guide lumen issues. There was no harm or injury from the delay in support initiation.

Manufacturer narrative:
The investigation for the reported issue has been completed. The pump was returned for analysis, but the red lumen was not. The root cause of the delivery issues was determined to most likely be red lumen issues caused by improper technique. This report is being filed as part of a retrospective review of historical records.